Manufacturer narrative:
The reported event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer atrial septal defect (asd) occluder (lot: 9222942) was chosen for implantation utilizing a 9f amplatzer torqvue delivery system. During implantation, the occluder formed a cobra head deformation. A replacement 18mm amplatzer asd occluder (lot: 9097626) was used to complete the procedure. There was no interaction with cardiac structures or angulation or kink noticed in the delivery system. There was no patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be stable.